Event description:
During evaluation of a returned spectrum iq pump, the device displayed a "power off - close door" message while the door was closed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed "power off - close door" while the door was closed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be upper auxiliary flex not properly connected to input/output printed circuit board (I/o pcb). The upper auxiliary flex was connected to the I/o pcb which alleviated the problem. Should additional relevant information become available, a supplemental report will be submitted.